Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for dka on (B)(6) 2018. Blood glucose value was 65 mg/dl at the time of the incident. The customer stated they believed it was due to a miscalculation of carbs and the heat. No troubleshooting was performed because the customer did not believe the insulin pump was the cause of the issue. Nothing will be replaced or returned.